Manufacturer narrative:
Unique identifier (UDI): (B)(4) - a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported the cycler alarmed for a heater bag alarm. Treatment was discontinued. When she was resetting up using new supplies there was a fluid leak inside the cassette door. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient did observed the fluid leak when removing the cassette from the cycler. Per pdrn the patient was not requested to come into the clinic as a result of the reported fluid leak observed and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment. The set was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.